Event description:
A hemodialysis inpatient user facility has reported that during treatment a blood leak occurred. The leak was visually observed coming from the tubing by the pump upon the initiation of treatment. Treatment was stopped and a new line was hung. A pinhole was noticed in the line. Pt completed treatment after a new line was hung. Estimated blood loss was 50 ml's. No medical intervention was required. Pt had no adverse effects. Sample is available.

Manufacturer narrative:
Although we were able to confirm that there were pinholes in the bloodline tubing set which caused the leak, we are unable to confirm the source of the pinholes. The actual device was returned to the manufacturer for physical eval. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or nonconformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.